Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels of 259 (mg/dl). Reportedly, customer received an incomplete bolus alert, but subsequently successfully delivered a correction bolus to treat bg levels. Customer declined to complete pump troubleshooting since bg levels had stabilized to 169 (mg/dl) at the time of the call. Recommendation was made to consult with health care provider to discuss diabetes management.